Manufacturer narrative:
(B)(6). Device is a combination product.

Event description:
It was reported that stent damaged occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified vessel. A 2.50 x 24 synergy drug-eluting stent was advanced for treatment. However, during delivery, the distal edge of the mounted stent got lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified vessel. A 2.50 x 24 synergy drug-eluting stent was advanced for treatment. However, during delivery, the distal edge of the mounted stent got lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: the device was returned for analysis. A visual examination identified damage as the stent struts at the distal end of the stent were stretched in a distal direction. An undamaged section of crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip found no issues. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer lumen and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.